Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and issues relating to slow clotting, fibrin, and erroneous results-troponin I were not observed. Further clinical testing could not be conducted as the tubes were expired at the time the complaint was submitted. Clinical evaluation cannot be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin. This complaint is unable to be confirmed for slow clotting and erroneous results-troponin I. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using an unspecified number of bd vacutainer® serum blood collection tubes, clotting is slow, sometimes fibrin appears, and erroneous troponin I results were obtained. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields have been updated with additional information: imdrf annex a grid: a0908 incorrect, inadequate or imprecise result or readings.

Event description:
It was reported when using an unspecified number of bd vacutainer® serum blood collection tubes, clotting is slow, sometimes fibrin appears, and erroneous troponin I results were obtained. There were no health consequences or impacts reported.